Manufacturer narrative:
The customer has not requested repair at this time. The unit is not in clinical use. A supplemental report will be submitted upon receipt of additional repair information. H3 other text : not returned to the manufacturer.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) may be leaking from helium tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (model#), d10, e1 (event site email), e2, e3, g2, g3, g4, g6, h2, h6 (type of investigation), h10. Corrected fields: d1 and d4.

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) may be leaking from helium tank. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.